Event description:
It was reported that a continuous glucose monitor showed error message 42 while customer used sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see error again after reset, and successfully started new sensor session, with no additional follow-up reported.